Event description:
Paramedics responded to a person, condition unknown. The patient was connected to the device with ECG electrode and a 3-lead patient cable and disposible pacing/defibrillation/ECG electrodes for external pacing. According to the reporter, the device alarmed pacing leads off and would not pace the patient. The patient was not resuscitated. The reporter stated the device did not cause or contribute to the patient's death because the patient was not viable.